Event description:
The account alleged the bed moved away from the pt while they were entering the bed and the brakes were set. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.